Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening (shell thickness was within specification). . Additional observations: ¿ crease flat observed in the surface. ¿ yellow particles observed in the device.

Event description:
Healthcare professional reported left side deflation and "hole". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.